Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient approximately one month earlier. Patient weight unknown. According to the complainant, the stent was severely encrusted with uric acid stones and difficult to remove. The physician had to cut the bladder coil to remove the stent. The patient was report to be "okay" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in a patient approximately one month earlier. Patient weight unknown. According to the complainant, the stent was severely encrusted with uric acid stones and difficult to remove. The physician had to cut the bladder coil to remove the stent. The patient was report to be "okay" at the conclusion of the procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual evaluation of the returned percuflex plus ureteral stent found that the distal pigtail and the stent body were returned. The proximal pigtail was not returned for evaluation and is most likely due to removal as noted in the event description. The distal pigtail was found to be encrusted. The working length of the stent was wavy in appearance. A tooling mark was found distal to the location of the cut in the stent. It appears that the stent became encrusted during placement and most likely led to issues during attempted removal. Therefore, the most probable root cause for this event is to determined to be operational context.